Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician "wrote down" that their blood pressure was forty five beats per minute which is below the lower rate setting. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.